Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During device analysis, the service repair technician identified an electrical system issue, including torn cable insulation with exposed wires, and found moisture inside the charged-coupled device (ccd) lens. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.